Manufacturer narrative:
Investigation: two photos were provided to our quality team for investigation. Upon visually inspecting the photos, the barrel is observed to be dented. A device history record review found no non-conformances associated with this issue during production batch 1907257. While we could not identify a direct issue, it was determined this incident occurred due to the product jamming in the manufacturing equipment. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the syringe is deformed and leakage occurred with a bd plastipak¿ 50ml concentric luer lock syringe. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from french to english: the syringe is deformed, the product is not sealed, and therefore, there was a leakage in the syringe. 3 syringes are affected. All of them contained chemotherapy. Myocet (doxorubicine).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe is deformed and leakage occurred with a bd plastipak¿ 50ml concentric luer lock syringe. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from french to english: the syringe is deformed, the product is not sealed, and therefore, there was a leakage in the syringe. 3 syringes are affected. All of them contained chemotherapy. Myocet (doxorubicine).